Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the foreign material in the distal end, the cause could not be established. And for the peeling of the coating at the connecting tube, the cause was due to damage or deterioration of parts during handling, blockages, or compatibility issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervideoscope exhibited foreign material in the distal end and peeling of the coating at the connecting tube. There was no patient involvement.